Manufacturer narrative:
Batch review performed on 01 oct 2025 lot 2409944: (B)(4) items manufactured and released on 17-jun-2024. Expiration date: 2029-jun-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision 3 months after the previous surgery due to humeral stem loosening. Bacteriological tests were negative. This was a second revision for this patient; the first one was done due to a periprosthetic fracture following a traumatic event. From the radiographic images, it is visible the long stem and a plate used in the previous revision used to stabilize the fractured humerus. The case is complex, the bone quality is compromised, it was in a challenging condition and failed to achieve integration. There is no indication of a device-related issue. Conclusions: aseptic loosening is a possible literature-described adverse event following shoulder arthroplasties and causes are often unknown. In this case, the loosening likely resulted from poor bone quality and complex anatomical conditions following previous trauma, which limited the potential for osseointegration and mechanical stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had primary surgery on (B)(6) 2020. On (B)(6) 2025, the patient underwent revision surgery due to a peri-prosthetic fracture with loosening of the baseplate following a fall. The surgeon revised the diaphysis, metaphysis and liner with new implants, while the baseplate and glenosphere were removed. No glenoid implants were placed at that time, as a custom glenoid implant was awaited. On (B)(6) 2025, the patient underwent revision surgery due to humeral stem loosening. Diaphysis, metaphysis and liner were revised and custom glenoid was implanted. Bacteriological tests were negative.